Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker estimated longevity increased 6 months during an interrogation. A sales representative stated no parameters were changed during the check. Boston scientific technical services (ts) discussed the calculated battery was likely on the edge of a longevity bin. The patient will continue to be followed-up. The pacemaker has already exceed the expected longevity per design. The pacemaker remains in service. No adverse patient effects were reported.